Event description:
Physician reported a pt was injected with 0.8 cc radiesse injectable implant in the nasolabial folds and glabella, and about 48 hours post-injection developed inflammation manifested by redness, swelling and bruising to the glabella injection site; a micro-emboli to the glabella was suspected and the pt was treated with oral dexamethasone. The pt further developed a mild necrosis; epidermolysis and blistering to the left glabella only. She had a mild slough, which has gone on to full closure and healed up. She was left with residual erythema that is being treated with pulsed dye laser, and she is recovering.

Manufacturer narrative:
The device history records for radiesse lot 1016320 were reviewed; all required testing specifications were met prior to release and there were no abnormalities noted for this lot.